Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is type ii. The patient presented for a primary procedure on (B)(6) 2023 for tooth #19. Within 3 weeks of implant placement, the device came out due to failure to osseointegrate. The provider also noted the patient had swollen gums on the day they presented with the issue. The patient's symptoms have been relieved after removal of the implant.